Event description:
The customer initially called to report that she has had trouble with high and low blood glucose levels. The customer then stated she was hospitalized for low blood glucose levels a few months back. The blood glucose reading was not reported for the event. Troubleshooting was performed and the insulin pump passed the displacement test. The insulin pump was also programmed correctly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.